Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited elevated capture threshold of 6.5 v at 1 ms. Programming was changed to vvi at 40 beats per minute.